Manufacturer narrative:
E1/establishment name- opp. Parvati complex gondhalli galli (captured here due to character limitation in respective field). The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the reportable findings documented in b5, additional findings were as follows: there was no electrical continuity due to corrosion on the distal end, illumination was uneven due to a chip on the light guide lens. Due to clogging of the nozzle, water removal ability did not meet the standard value; the objective lens had a scratch, the adhesive on the bending section cover was detached, and the connecting tube had a scratch and a wrinkle. The bending angle in the down direction does not meet the standard value due to the wear of the angle wire, the grip had a stain, switch 1 had a scratch, the right/left knob had a stain, and the upward/downward angulation control knob had a stain. Also, the suction cylinder had a stain, and the light-emitting diode was not glowing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that both the light-emitting diodes of the gastrointestinal videoscope were not working. The issue was found during maintenance. The device was returned for evaluation, foreign material was found in the following device components: the nozzle, the plastic distal end cover and the inside of the suction tube (parts of the scope) also had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and customer follow-up. Follow-up with the customer found, that they did not follow the adequate reprocessing guidelines. I.e., the channel brushing, use of air water flushing adaptor was missed. Accordingly, the olympus field service team had recently trained them on recommended instruction for use (IFU) steps. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, that the foreign material were seeds. The specific root cause of why the foreign material remained in the device could not be determined at this time. However, the foreign material possibly remained in the device, since the reprocessing was deviated from the instruction manual. The suggested event can be detected and prevented, by handling the device in accordance with the IFU: states, the detection method in gastrointestinal videoscope, gif-lv1, colonovideoscope, cf-lv1l, cf-lv1i, operation manual chapter 3 preparation and inspection. States, the preventative measures in gastrointestinal videoscope, gif-lv1, colonovideoscope, cf-lv1l, cf-lv1i, reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.